Event description:
Scrub nurse and surgeon checked the size on the box and it was a six 14x155. Box was opened and the inside stickers showed 14x155. The surgeon looked at the actual prosthesis and felt it was too large; so, he checked the details on the prosthesis and found it stated size 17x155 (lot caxha68.) As there was only one stem of this size in the loan kit and the pt had a small femoral canal, the surgeon chose to use a longer stem rather than a wider one and the procedure was completed by the implantation of a 14x195 stem. The surgeon had to ream the femur further to a commodate the longer stem.